Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited a signal artifact monitor (sam) episode due to oversensing of the respiratory rate trend (rrt) sensor on the right atrial (ra) lead. As a result, the rrt sensor was automatically switched by the device to operate on the right ventricular (rv) lead. There was also a subsequent alert for a high out of range right atrial (ra) pace impedance measurement of 2305 ohms, which triggered a lead safety switch (lss). This automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. The ra lead is not a boston scientific product. It was noted that the ra impedance had returned to the previous baseline within normal specification limits. Boston scientific technical services (ts) indicated that the out of range pace impedance measurement is likely related to a device header spring contact issue. Ts provided guidance to the boston scientific representative (rep) to consider bringing the patient into the clinic to reset the impedance alert condition so new impedance alerts can be received. Ts also provided guidance to change the ra lead programming to a unipolar pacing and bipolar sensing configuration. Ts stated that the current unipolar sensing configuration is not ideal as it could result in oversensing and atrial pacing inhibition. The rep stated they will also likely program off the rrt sensor as well when the patient is brought into the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited a signal artifact monitor (sam) episode due to oversensing of the respiratory rate trend (rrt) sensor on the right atrial (ra) lead. As a result, the rrt sensor was automatically switched by the device to operate on the right ventricular (rv) lead. There was also a subsequent alert for a high out of range right atrial (ra) pace impedance measurement of 2305 ohms, which triggered a lead safety switch (lss). This automatically switched the ra lead from the bipolar to the unipolar pace and sense configuration. The ra lead is not a boston scientific product. It was noted that the ra impedance had returned to the previous baseline within normal specification limits. Boston scientific technical services (ts) indicated that the out of range pace impedance measurement is likely related to a device header spring contact issue. Ts provided guidance to the boston scientific representative (rep) to consider bringing the patient into the clinic to reset the impedance alert condition so new impedance alerts can be received. Ts also provided guidance to change the ra lead programming to a unipolar pacing and bipolar sensing configuration. Ts stated that the current unipolar sensing configuration is not ideal as it could result in oversensing and atrial pacing inhibition. The rep stated they will also likely program off the rrt sensor as well when the patient is brought into the clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.